Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a "service required" message on the defibrillator. There was no report of pt involvement.